Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one unsealed 6f navarre drainage catheter locking pigtail segment and one sealed 6f navarre drainage catheter locking pigtail segment were returned for sample evaluation. The device was noted to be in its original package state. The inner stylet was returned within the cannula and catheter. The cannula and catheter were locked into place at the catheter hub. The distal portion of the catheter was not noted to be pigtailed. The distal tip of the stylet was not protruding the distal end of the catheter for device and protruding for another device. An attempt to carefully removed the inner stylet from the cannula and catheter was performed and an attempt to carefully removed the cannula from the catheter was performed and was successful. An attempt to load the removed cannula into the catheter and an attempt to load the inner stylet into the cannula and catheter was performed and was successful. The stylet and cannula locked into place without issue. Therefore, the investigation is confirmed for the identified trocar length issue. However, the investigation is unconfirmed for the reported physical resistance issue as no resistance was felt during functional testing. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a navarre drainage catheter placement procedure, the locking wire was allegedly stuck in the hub and could not be moved to lock the drain. There was no patient contact.